Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were loose on the pump. Ultimately, the customer would get a cartridge to load onto the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer.